Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this rv lead exhibited undersensing, high thresholds and loss of capture. The lead was successfully repositioned due to dislodgement, and remains actively implanted.